Event description:
Information received from the field notes that the device could not be interrogated. A demand strip showed that the patient was in atrial fibrillation with conduction. A single paced interval was at 54 ppm. Attempts to perform a software download were unsuccessful. The device was subsequently replaced.